Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. It was noted the outer insulation of the lead was observed to have blood ingression. (B)(4).

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Additional information indicated the device was explanted post-mortem and the cause of death was not related to the out of specification finding.